Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an alert for charge time limit reached was observed. A manual capacitor maintenance charging was performed and popping sounds were heard. The patient felt a sensation of electrical shock from the device. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The hv capacitors were returned to the manufacturer for evaluation and an anomalous hv capacitor was found to be the cause of the extended charge time.